Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9050713, 510k #k011406, (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: corpectomies level implanted: l3 it was reported that 6 weeks post-op, x-ray image was showing that the endplate of the cage has released and moved. The doctor suspects a mechanical problem with the cage. The patient has mechanical residual symptoms as complication.

Manufacturer narrative:
X-ray image review: post-op x-ray for lumbar corpectomy revealed a change in angulation of the interbody graft at the adjacent levels. Kyphoplasty cement is present possibly as a addition for poor bone quality. Only ap images are provided. Lateral x-rays would be helpful to assess deformity. If information is provided in the future, a supplemental report will be issued.